Event description:
Sales rep. Reported that the first implant did not come off. Sales rep. Confirmed that the surgeon implanted the first device without issue and the next two would not deploy. The surgeon experienced a 45-minutes delay and an inside out technique was used to complete the repair.